Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal aortic extension, and a vela infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years ago post initial procedure, during a routine follow up a computed tomography (CT) revealed a possible type I endoleak or type iiib endoleak. The patient is stable and will continue to be monitored. Additional information: it was determined there were bilateral type 1b endoleaks. The physician elected to implanted three (3) ovation ix iliac extenders on (B)(6) 2024 for treatment of bilateral type 1b endoleaks. The event was successfully resolved. The patient was reported as doing ok post operatively.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1b endoleak of the right common iliac artery and the left common iliac artery and the additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status is reported as doing well postoperatively. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b2: outcomes attributed to ae has been updated . B5: describe event or problem has been updated. H6: health effect - impact code: remove code 4614. H6: medical device problem codes: remove code 1504. G3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11. H7: if remedial action: remove recall. H9: correction/removal rpt num: remove z-007-2019.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal aortic extension, and a vela infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years ago post initial procedure, during a routine follow up a computed tomography (CT) revealed a possible type I endoleak or type iiib endoleak. The patient is stable and will continue to be monitored.